Event description:
The customer reported obtaining erroneously low sodium (na) results for 5 patient samples involving the unicel dxc 800 synchron system. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer noticed the issue, repeated the samples on an alternate analyzer and reported results out of the laboratory. Quality control (qc) prior to the event shifted high but was still within the laboratory's established ranges. However, patient sample results shifted low, opposite of the shift in qc. The customer noted that recalibration of the affected chemistries brought recovery back to expected ranges. Beckman coulter field service engineer (fse) replaced the na measuring and reference electrodes, the mc sample probe, and the t valve. The fse noted that the t valve appeared to be slightly sticky. Repairs were verified per established procedures and results met published specifications.